Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg became inoperable after an unrelated procedure where the ipg was suet to surgery mode. The ipg was able to be recovered with troubleshooting. It was also noted that both of the patient's leads had high impedance on all contacts. As a result, the patient underwent surgical intervention during which the leads were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Correction: section d4 serial number has been updated to the corrected information.